Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss was reported. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a pairing failure occurred. The probable cause could not be determined via data. No injury or medical intervention was reported.